Manufacturer narrative:
Product complaint #: (B)(4). Batch # r5a59v. Investigation summary: the analysis results showed that one ecr60b reload was received unfired, with the pan partially dislodged from right side. While no conclusion could be reached on what caused the pan to dislodge. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that when the package is opened, it is observed that the metal of the reload is displaced and therefore it can not be assembled in the stapler. No patient consequence reported.